Manufacturer narrative:
The device has been returned; however, the investigation has not been completed yet. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose above 500 mg/dl for an unknown duration. The pod cannula was damaged when removed the infusion site and was described by the patient as "split" and that "it blew up." As treatment, a new pod was placed.